Manufacturer narrative:
D1: the reported product is an unknown spectrum infusion pump. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had improper shutdown while plugged in during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.